Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaints ID (B)(4). There were two different ccus (as the causal items), and four single use scopes (as concomitant medical products) involved in the case. See below for the details: ccu#1 item number tc301us / serial number: (B)(6) / internal complaint ID (B)(4)./ MDR #(B)(4). Ccu#2 item number tc201us / serial number: (B)(6) / internal complaint ID (B)(4). / MDR #(B)(4).

Event description:
It was reported that during an ureteroscopy case on (B)(6) 2023, the image was flickering back and forth between the menu and the main viewing image. There was no patient injury due to this, however they were unable to complete the case and had to reschedule to a different date.

Manufacturer narrative:
The manufacturer was made aware that image stability issues exist when using a 91279 single-use flex xc1 scope with a tc301us that has software v4.4 installed. The customer only returned their tc201us and tc301us for evaluation. During testing, process engineering verified that the system would intermittently display an "incompatible head" message. However, no image dropouts or image flickering was encountered during testing. The customer's tc301us and tc201us were upgraded to software 4.5 and the "incompatible head" message was no longer detected. Upgrading the system to software v4.5 will correct the v4.4 tc301 and flex xc1 compatibility issues. This event is filed under internal complaints ID (B)(4). There were two different ccus (as the causal items) involved in the case. See below for the details: ccu#1 item number tc301us / serial number: (B)(6) / internal complaint ID (B)(4) / MDR #24-06. Ccu#2 item number tc201us / serial number: (B)(6) / internal complaint ID (B)(4) / MDR #24-07.

Manufacturer narrative:
Correction: this incident was deemed as "adverse event", due to the fact that the original procedure was unable to be completed. However, we previously submitted this medwatch only as "produt problem". We therefore, will submit this correction now retrospectively. This event is filed under internal complaints (B)(4).